Manufacturer narrative:
Complaint history review performed on (B)(6) 2020 revealed no prior complaints on this product.

Event description:
It was reported that undersensing led to the delivery of inappropriate low voltage output. Abbott technical support was contacted and recommended reprogramming, which was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.